Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The report was received via chat on 12/16/2023 and attempts to contact the patient for more information were unsuccessful. It was documented on the day of the event 12/14/2023 the patient had a cgm reading of 48 mg/dl for 5 hours. It is unknown if the patient self-treated at that moment. When after this time the patient had a blood glucose meter available in the office, and a fingerstick was taken the cgm reading was 48 mg/dl, and the blood glucose reading was above 600 mg/dl. The patient did not experience symptoms but went to the emergency room where another fingerstick was taken, but no blood glucose reading was reported. At the emergency room the patient received treatment with humalog insulin and an unspecified anti-nausea medicine. The route of treatment was unknown and could not be confirmed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.